Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The customer contact indicated the event may have been the result of an operator error in programming the device.

Event description:
User facility voluntary medwatch received that stated: "rn reports heparin IV started a 20cc/hr at 18:15. At 20:15 rn reports 125cc had infused. Hospital bio-medical office checked pump and could not repeat error. Only issue found was failed proximal occlusion test." Upon further query, the following info was provided that indicated the pump was found delivering at a rate that was different than the originally programmed rate. At 1815, the pump was programmed to deliver heparin 25,000u/250ml at a rate of 20ml/hr. No further programming parameters were provided. At 2015, the pump sounded an unspecified alarm. At this time, the nurse noted the heparin solution container was empty and pump display indicated a rate of 125ml/hr. The device was removed from clinical service and sent to the biomedical dept. The physician was notified and serial anti-xa levels were ordered. No medical interventions required. In 2006, at an unspecified time, therapy was resumed using a replacement device. There were no reported adverse pt sequelae. The customer contact indicated the event may have been the result of an operator error in programming the device. Though requested, no additional info was provided.